Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Concomitant products: 4076-58 lead, implanted: (B)(6) 2014; dtba2d1 device, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high superior vena cava (svc) coil impedance measurement, along with a high rv tip to rv coil high impedance measurement. The patient continued to be observed in the hospital, where multiple high defibrillation impedance values were noted again. A "broken" rv lead with damage was noted by the physician and the lead was capped and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.